Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Seroma late: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "more swollen, more painful, hard, ¿mass between the prosthesis and the capsule¿ and "was scared, worried and distressed". Healthcare professional later reported "abundant seroproteinaceous material with a fibrinoid appearance, containing rare isolated mononucleated cells, cd68+. Negative test for cd30/alk lymphocytes." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, seroma and capsular contracture, baker grade unknown.

Event description:
Patient reported, right side "swollen", "painful", "hard mass", "scared, worried, distressed". "Folds". "Capsular contracture", baker grade iii, "late hemorrhagic seroma". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10aug2024.

Event description:
Patient reported right side "swollen," "painful," "hard mass," "scared, worried, distressed," "folds," "capsular contracture" baker grade iii, "late hemorrhagic seroma." The device has been explanted.